Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience to hyperglycemia. Customer's blood glucose level was 600 mg/dl at time of incident, 150 mg/dl was received and confirmed while the insulin pump was in auto mode and down to 317 mg/dl. Customer had using insulin pump within 48 hours of reported high blood glucose event. Customer was just drinking water for treated high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer reported insulin exited at the quick release and that insulin pump was not working properly. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.